Manufacturer narrative:
Infection is a known inherent risk of surgical procedures. Details regarding the nature of the infection were not made available to the firm for further analysis.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2022 and developed an infection. Details as to the location and nature of the infection are not made available to the nalu staff. Physician and patient elected to explant the system on (B)(6) 2022 in order to allow for healing, with plans to re-implant at a later date when appropriate.